Event description:
The facility representative reported a flogard infusion pump with a 38 failure code. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of f-38 was confirmed during device evaluation. The assignable cause was identified as a damaged right force sensing resistor (fsr). The right fsr was replaced to resolve the issue. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up MDR will be submitted.